Event description:
It was reported that the patient presented via a remote transmission. The device was found to have exhibited post-paced t-wave over-sensing. No intervention made at this time. The asymptomatic patient will be monitored.